Event description:
It was reported that the pt experienced withdrawal symptoms for a week that began a few days following a refill in 2008. The pt's pump was replaced twelve days later. It was indicated previously, that a health care provider had trouble with the interrogation procedure: telemetry incomplete when interrogating in a room with an x-ray and c-arm. A roller study was performed but it was unk if any problems were found as the study was done at another facility. It was indicated that a priming bolus of 20 mcg over 1 min had been programmed in and that the rollers turned 50 degrees in 1 hour. It was acknowledged that the pt had an intraventricular catheter and that the catheter is in the ventricles of the brain. The event logs were obtained and no stalls were shown. A dye study had not been performed. A volume checked showed no discrepancy. The drug used in the pump is lioresal 2000 mcg/ml at a dose of 2000 mcg/day. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
Preliminary device analysis results were not available on the date of this report. A follow up report will be submitted when device analysis is complete.